Event description:
It was reported the distal tip of the driver snapped off during the final tightening process. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The driver returned to alphatec spine for evaluation. Visual inspection found the distal tip had fractured and separated. The remaining most distal tip appears to have been twisted/bent in a clockwise direction which is associated with the final tightening process. The failure appears to be the result of torsion, which is consistent with its designed use. The drivers are used in conjunction with torque limiting handles to final tighten a construct. It is likely excessive torque was applied to the device during use. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition.